Manufacturer narrative:
(B)(4). Concomitant medical product: 100 deg locking cannulated child blade 50mm x 6mm x 3 hole, catalog #: 00-1200-4005, lot #: m51268. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple medwatch reports were filed for this event, please see associated report: 3006460162-2017-00010.

Event description:
It has been reported that following the placement of a locking cannulated blade, the patient underwent a revision surgery due to a fractured screw. Three months following the replacement of the fractured screw, a second revision was reported due to fracture of the lcb plate. No additional patient consequences were reported.